Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite using multiple power adapters and power sources. The customer's blood glucose (bg) was 109 mg/dl. Reportedly, the pump began to charge successfully and the alert did not recur after the customer plugged the pump into a power source using an alternate usb cable and adapter.